Manufacturer narrative:
The insulin pump was unable to vibrate due to broken vibrator black wire. The device was received with normal operating currents. Also, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump failed self test. A minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, stained address label, stained serial number label and cracked reservoir tube lip was noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump did not vibrate. Customer's blood glucose level was not reported. Troubleshooting was performed and the issue was not resolved. There was no vibration during self-test. The insulin pump will be returning for analysis.